Manufacturer narrative:
The device was fitted to a vesa arm by the customer, cable was too tight and had worn the rubber coating. The power supply was replaced. Justification for not providing below information and applicable sections: patient information - no patient involvement. Date of event - date of event is unknown and will be requested from the customer. Relevant tests / laboratory data - this is not applicable as no patient injury reported. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury reported. Lot # - this is not applicable as the medical device does not have a lot number. UDI - information not available at the time of the report this will be submitted in the follow up report. Expiration date - information not available at the time of the report this will be submitted in the follow up report. If implanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. Reprocessor name and address - this is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this is not applicable as the medical device is not ind. Adverse event terms - this is not applicable to medical devices. Manufacture date - information not available at the time of the report this will be submitted in the follow up report. If remedial action initiated , check type - this is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this is not applicable as there was no action reported under 21usc 360i(f).

Event description:
980356 - aurical - bare exposed wires. Aurical has bare exposed wires where the bend of the holder is - switching itself on and off. Product does not connect to the pc at all wires make 'electric' noise. The device was fitted to a vesa arm by the customer, cable was too tight and had worn the rubber coating. No risks were taken and power supply cable was replaced.

Manufacturer narrative:
No trend has been identified for this issue and natus will continue to monitor for future occurrences.